Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. Pacing, sensing, and shocking functions were verified per bench top testing. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this patient's latitude monitoring system detected a red alert (device battery has reached end of life (eol)). The local representative was notified. The information from the red alert was reviewed by the clinic nurse. Subsequently, the local representative contacted technical services and was informed that latitude alert monitoring and remote interrogations could not be guaranteed. Technical services commented that eol was declared in (B)(6) 2010. The monitoring voltage at that time was 2.65 volts and was associated with a charge time of 30 seconds. Technical services discussed therapy availability at eol by charge time and a charge timeout fault code at 45 seconds. Technical services was informed that the patient was currently in the hospital due to clostridium difficile infection.

Event description:
Boston scientific received information from an implant form that this device was explanted. To date, the device has not been returned to boston scientific's (B)(4) laboratory for analysis.